Event description:
It was reported that during start test the device read 41 degree celsius and the actual temperature was 21 degree celsius. During calibration could not get the temperature to remain consistent at the required set point. The issue was found during preventative maintenance (pm). There was no patient involvement.

Manufacturer narrative:
Other, other text: b3: date of event and d4: UDI number is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: one device was returned for investigation. Visual inspection found the device was very dirty, quick connect was corroded, water tank cover scratched, microswitch bent, interlock block was striped, plate clip scratched, pole clamp discolored, missing reflux plug, and front cover scratched. Functional testing found the device could not get up to temperature. Had to replace the microswitch and the pump to get the device to run. Root cause of the problem was attributed to the inoperable pump and microswitch. What damaged the components could not be established. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. Replaced pump, microswitch, interlock block, plate clip, quick connect, water tank cover, pole clamp, front cover, reflux plug. Performed preventative maintenance. Installed o rings and reservoir gasket. Calibrated device. The device passed all functional testing after the completed repairs.